Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the proximal hex portion of the anchor was broken-off, and is lodged inside the distal tip of the driver. The fracture surface displays evidence of torsional-overload. The complainant's event typically caused by over insertion and or prying/leveraging the driver while the implant is still loaded and or improper bone preparation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the anchor broke during insertion. It was not possible to remove the broken fragment. The surgery was completed successfully with a new device of the same part number. There was no harm for patient, user or third party. Performed surgery was an arthroscopic biceps tenodesis.